Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed at the 6cm mark on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported extravasation caused in patient. PICC was placed on (B)(6) 2024. Patient was being treated with epi/cycl. Customer complained of hole in the PICC. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 46cm. PICC inserted on the right side, 4cm exit site marking. Securacath used. Oncology treatment, infusates used: doxirubicin, etopiside, cisplatin. Leakage was found at exit site, 7cm 22 weeks after placement. 3ml chg 2% in 70% ipa used to clean catheter site after dressing changes.

Event description:
It was reported extravasation caused in patient. PICC was placed on (B)(6) 2024. Patient was being treated with epi/cycl. Customer complained of hole in the PICC. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: the total length of the catheter was 46cm. PICC inserted on the right side, 4cm exit site marking. Securacath used. Oncology treatment, infusates used: doxirubicin, etopiside, cisplatin. Leakage was found at exit site, 7cm 22 weeks after placement. 3ml chg 2% in 70% ipa used to clean catheter site after dressing changes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported extravasation caused in patient. PICC was placed on 08/02/2024. Patient was being treated with epi/cycl. Customer complained of hole in the PICC. No other information was provided.